Event description:
It was reported that this right ventricular (rv) lead has been showing a trend down in shock lead impedances (sli). At implant the values were within limits and now they are out of range (oor). No noise was observed. A commanded max energy shock was recommended to evaluate the state of the rv lead. According to the field representative, the plan from the physician plan is to take the rv lead out and replace it with a new tachy lead but she has not been in for procedure yet. At surgical procedure, the old rv lead was extracted and a new single coil lead was placed. With this new lead, low, oor shock impedances were still observed. A new device was implanted and the old explanted. Slis were within normal limits but still low after a delivered commanded shock, that was part of the implant procedure. The explanted device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing a trend down in shock lead impedances (sli). At implant the values were within limits and now they are out of range (oor). No noise was observed. A commanded max energy shock was recommended to evaluate the state of the rv lead. According to the field representative, the plan from the physician plan is to take the rv lead out and replace it with a new tachy lead but she has not been in for procedure yet. At surgical procedure, the old rv lead was extracted, and a new single coil lead was placed. With this new lead, low, oor shock impedances were still observed. A new device was implanted and the old explanted. Slis were within normal limits but still low after a delivered commanded shock, that was part of the implant procedure. The explanted device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead has been showing a trend down in shock lead impedances (sli). At implant the values were within limits and now they are out of range (oor). No noise was observed. A comanded max energy shock was recommended to evaluate the state of the rv lead. According to the field representative, the plan from the physician plan is to take the rv lead out and replace it with a new tachy lead but she has not been in for procedure yet. At surgical procedure, the old rv lead was extracted and a new single coil lead was placed. With this new lead, low, oor shock impedances were still observed. A new device was implanted and the old explanted. Slis were within normal limits but still low after a delivered commanded shock, that was part of the implant procedure. The explanted device has been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. H3 other text : pending product analysis conclusion.